Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
According to the on site inspection by the field service engineer, rust was found on the metallic parts of the dc/dc & battery control printed circuit board. Sandpaper was used to remove the rust. The technician offered the customer to purchase the part for replacement however, the customer did not approve the quote for replacement. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Therefore, the root cause to the liquid contamination cannot be established by this investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 version or model # - previous version or model #: servo-air, corrected version or model #: 6882000.

Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).